Manufacturer narrative:
The unit passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The no delivery alarm was functioning properly. The unit had no cosmetic damage.

Event description:
The customer called in to report the absence of the no delivery alarm and high blood glucose levels. The customer's blood glucose level ranged from 400 to 600 mg/dl. The customer performed the high pressure test and it failed twice. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.